Manufacturer narrative:
(B)(4).

Event description:
IT WAS REPORTED THAT A BROKEN SENSOR WIRE OCCURRED. THE SENSOR WAS INSERTED INTO THE ARM ON (B)(6) 2026. DATA WAS RECEIVED BUT NOT INVESTIGATED AS DATA WILL NOT CONFIRM THE ISSUE. THE ALLEGATION AND A PROBABLE CAUSE COULD NOT BE DETERMINED. NO INJURY OR MEDICAL INTERVENTION WAS REPORTED.

Event description:
After submission of the initial MDR product was received on 7/20/2026 it was determined this complaint is Not Reportable per CORPFT-140202.

Manufacturer narrative:
(b)(4).H2: Additional information:3004753838-2026-188495 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.